Event description:
2023-10-06: integrum received a report form with information that a patient's axor ii (B)(6) fell off the abutment, causing the patient to hurt his knee. Manufacturing investigation performed; batch documentation reviewed (docreg 010 919-00), no deviations were found. 2023-10-18: technical investigation of unit (B)(6) performed. During the investigation, the unit did not pass the functional test in regards to gripping function and components were found worn. The unit has been serviced; worn components were replaced and the unit was tested according to specification with approved results. The unit will be returned to the customer with a feedback report highlighting the importance of donning the axor ii according to the IFU, and that the axor ii shall be inspected according to top inspection instructions if wear is observed on the product.